Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touchscreen was unresponsive. There was no reported adverse impact to customer's blood glucose. At the time of report, pump system check was performed with the customer and no issues were identified with the touchscreen.